Manufacturer narrative:
P style="text-align: justify;">the device was not returned for evaluation; therefore, a device analysis could not be performed. &nbsp; the photographs were reviewed, and reveals small scratches and deformation on the insert, likely from the attempted insertion. &nbsp; based on the information provided, the unsatisfactory experience could be confirmed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. /p

Event description:
It was reported that during a tka, when the gii ps hi flex isrt sz 3-4 9 was implanted, there was no foreign body in the tibial platform, and there was always a 1mm gap between the inside of the insert and the platform. Surgery was performed after a delay greater than 30 min, with a bigger size back-up. No further complications were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and reveals small scratches and deformation on the insert, likely from the attempted insertion. Based on the information provided, the unsatisfactory experience could be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6:the associated device was returned and evaluated. The visual inspection revealed that the device returned with slight deformations at the edges, scuffing and scratching, more than likely from attempt of insertion. The complaint description alleges product did not seat or mate in surgery. Plastic is easily distorted when attempting to implant, especially when the mating surface that is rigid and harder than the plastic (e.g. Titanium, cocr, etc.). Surface finish damage (e.g. Dings, scratches, scuffs, rubs, etc.) And critical feature distortion (e.g. Warping, twisting, rupturing, etc.) Are sufficient to alter the measurement(s) during evaluation. For this reason, no dimensional analysis will be conducted. If additional complaints for this batch are submitted, this file will be reviewed for trending purposes. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.